Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 47 mg/dl at the time of the incident. The customer had a motor error alarm an hour before the low, and had taken off the pump. The customer used juice and was given intravenous fluids to treat. The customer did not mention any symptoms. The customer was not wearing the insulin pump during the incident, within a few hours. Troubleshooting was completed and the insulin pump passed. The insulin pump will be returned for analysis as the customer lost confidence in it.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08700 inches. No motor error alarms noted. The motor was tested outside the device and passed. Device received with cracked case at display window corners, display window and battery tube threads. Device received with minor scratched display window and case. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).